Event description:
It was reported that when it was attempted to place the internal backup battery (ebb) in the backup system controller during an implant, the white part with the arrow attached to the ribbon of the controller broke off and was unable to seat the internal battery. The center wanted to send the controller back and have it exchanged with a new one. The center replaced the defective backup controller with a second one. No patient was interacted with as this controller was meant to be a new implant's backup controller and never came into contact.

Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the white plastic guiding tab breaking off of the emergency backup battery (ebb) ribbon cable was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Photos provided by the customer and visual inspection of the system controller, confirmed the ebb white plastic guiding tab was separated from the ebb ribbon cable. The controller underwent functional testing and passed all tests without issue. The guiding tab issue did not affect controller functionality throughout testing. A manufacturing analysis task was initiated to address this issue of the guiding tab falling off of the ebb ribbon cable. It was determined that the issue was due to the manufacturing process of applying adhesive to the guiding tab. A quality alert and an awareness training was issued at the supplier¿s production facility, and the manufacturing process was updated for applying the adhesive. Reportable incidental findings device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU, section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.